Event description:
Pt had their g-tube changed. The site was already sensitive. The constant movement of the triangular skin disk "always jabbed my pt's stomach, upper and lower sides. Eventually it punctured the skin and was raw." Reporter felt the skin disk was the wrong shape. Pt was treated 3x/day with aloe and the site was dried with a hair drier. After 3 weeks it healed nicely. Later the pt developed an infection and was given an oral antibiotic. One pt involved.